Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented via remote transmission with ventricular fibrillation (vf). The implantable cardioverter defibrillator exhibited undersensing. The issue resulted from the fact that there were intermittent ventricular events with exceptionally high amplitudes compared to the rest of the vf. The undersensing then caused the device to misdiagnose the vf as sinus activity. One minute later, the device diagnosed vf a second time. Anti-tachycardia pacing and a single shock were delivered. Shortly afterward, there was another episode of vf. The device was again struggling with undersensing. Unlike before, this undersensing was caused by the fact that the vf was small in amplitude. Furthermore, because the device was undersensing, it began to pace in the ventricle, which further reduced the right ventricular sensitivity. As time went on, the vf became even finer and the device increased its pacing percentage, which continued to make the undersensing more severe. As a result, the device did not provide any more high-voltage therapy, and the patient passed away. There was also noise on the right ventricular lead. The device, and left ventricular, right ventricular, and atrial leads were explanted. Related manufacturer reference number: 2938836-2019-17199, related manufacturer reference number: 2017865-2019-17975, related manufacturer reference number: 2017865-2019-17977.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.